Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that bd needle sftygld 25x5/8 rb had a hole in the needle hub and leaked. The following information was provided by the initial reporter: " verbatim: nurse was administering flu shot and noticed orange hub around needle had a crack in it and lost a lot of the vaccine ."